Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check heater line alarm during fill 1 of 3 on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver(cg) to disconnect the 4 day old drain line extension and press go. The alarm repeated. The tsr advised the hp to end therapy and start over with new supplies. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that he did not develop any adverse reactions or need any medical intervention from using the drain line extension for 4 days. The hp stated he is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of drain line was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.